Manufacturer narrative:
Device history review, complaint history review, vendor review. Eval summary: visual inspection showed that the outer blister lidstock of the packaging has delaminated. The inner blister was not able to be removed from the outer blister as a result of this failure. The device mfg history record indicates no reported discrepancies. The product experience reporting database shows that there have been no other reported events regarding the above product lot. No significant trend is noted. Delamination is a known complication with tyvek. It is unk what may have precipitated the delamination in this case, as there are several possible causes. In response to the previous issues on delamination, the vendor noted: delamination at the edge is common and is caused by a pulled fiber that "decapulates" the tyvek. Reasons for this include: tyvek "muscle" where a fold in the tyvek adds stress and creates minor internal delamination. Weak or thin spots in the tyvek. Variability in the fibers and/or bonding surface.

Event description:
It was reported that "circulating nurse attempted to open bone screw, when packaging split along fibers, sterility was compromised, so a new implant was opened without incident."